Event description:
Event description boston scientific, crm received information that this right atrial (ra) pacing lead's impedance measurement increased from approximately 300 ohms at implant to a current measurement of 916 ohms. Per daily measurements, shortly after implant there were impedance measurements greater that 3000 ohms. It has since settled down between to 700 and 900 ohms. The pacing thresholds were confirmed to be good and the p-waves were at 1.6 mv. Since the sensing and pacing functions were good, it was decided to monitor the patient at this time. No adverse patient effects were reported.